Event description:
It was reported that when the surgeon started screwing the screw, the screw was broken with a piece staying in the spongy bone in the knee. Another screw was used and a supervisory x-ray was performed to know where the piece of the screw was. No patient injury or complications were reported.

Manufacturer narrative:
One 8x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 10mm of the distal threads have broken off and were not returned for examination. A secondary break of approximately 7mm from one side of the screws diameter has also occured. Dimensional assessment of the screws major diameter and wall thickness was found to meet print specification. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined. Further investigation is not warranted at this time.